Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the surgeon noticed that the iol had a broken haptic after inserting it into the patient's eye. The lens was removed through an enlarged incision and another lens was implanted. The patient experienced iris trauma. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information stating the patient is experiencing residual pain still.